Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The DHR was reviewed for lot#0027591 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. To date, items of the same lot have been sold without any similar reported event during the period of review.the probability of a manufacturing or design defect that might lead to sinus penetration has been nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The healthcare professional reports that nm-f4435 lot#0027591 implant was inserted on (B)(6) 2024 in the patient's mouth. The implant was removed during implant placement due to sinus penetration. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.